Event description:
It was reported that there was a check syringe plunger error. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were intact upon receipt, the top and bottom cases are in good condition, the battery door was broken and cracked and there was contamination by the plunger head. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the power up portion of the investigation. Root cause of the reported issue is unknown, but the flippers were intermittently stuck due to a broken screw boss inside of the plunger head. Replaced the left plunger case, performed power up and self-test. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500, e4: correction: initial reporter sent to FDA: unknown, h4: correction; device manufacture date: 12-aug-2014.